Event description:
It was reported that during an unspecified treatment procedure, the ultra-thin diamond balloon ruptured at 4 atms on the first inflation. The lesion being treated was a calcified, 70% stenotic lesion in an unspecified artery. The ultra-thin diamond balloon was removed and replaced with another balloon to complete the procedure. Additional clinical info about this complaint has been requested.

Event description:
Additional info regarding the event description was requested and was not available.